Manufacturer narrative:
A company service rep checked the system, duplicated error one time, but no more. Replaced power supply, front panel and footswitch. Reseated all boards and connectors; completed service test procedure and pm service . Unit meets specifications. Three components were returned for further evaluation; investigation, including root cause analysis, is in progress.

Event description:
A nurse reported that a sub system front panel warning occurs when footswitch is moved. When footswitch is unplugged and bottle height button is moved, also get front panel error. There was no patient impact, and case was completed as planned with the unit, but two cases were cancelled. Additional information has been requested.